Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure to properly deploy the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose was between 300 - 400 (mg/dl), that the cannula was bent, and that the pink slide insert was not in the viewing window.